Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of over 500 mg/dl and low blood glucose level of 52 mg/dl. The customer's other blood glucose level was 78 mg/dl. The customer was assisted in troubleshooting. The customer was treated with food for low blood glucose and with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.